Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Error e99 occurred because more than 15 days had passed since the disinfectant was prepared, or the device was used 46 times or more. Omsc concluded that this phenomenon is attributed to inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Event description:
The customer saw the device displayed error code e99 while replacing the filter. This code is displayed when disinfectant solution is used for a long time or many times. There is a possibility of the concentration level of the disinfectant solution in the oer-4 and below the effective level. The user has not done aceside check. There was no patient injury report related to the event.